Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application became unresponsive during a device implant. The application was closed and r estarted, and the programming was completed without issue. The programmer remains in use. No patient complications have been reported as a result of this event.